Event description:
Same case as MFR report #: 2134265-2010-05333. (B)(4) study. It was reported that during a carotid artery stenting treatment procedure the patient experienced bradycardia. The index procedure treated the non-calcified, right common to internal carotid artery. The target lesion was an atheromatous, pseudo-occlusion measuring 8mm long with 89% stenosis. A filterwire ez was deployed and a sterling balloon was used for pre-dilation. During pre-dilation, the patient developed bradycardia and was treated with an unspecified medication. Following treatment residual stenosis was 17%. The event was resolved the same day.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).